Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (health effect impact, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21 mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 9 months due to degeneration, stenosis, and regurgitation. Per medical records, the patient presented with heart failure as/ai, ms/mr, and severe tr. The patient underwent redo avr, redo mvr and tvr. Intraoperatively the aortic valve revealed severe degeneration. The av was removed and replaced with an ascending aortic 28 mm gelweave graft and a 21 mm 11500a valve. The mitral valve and tricuspid ring were both replaced with 29 mm non-edwards valves (epic plus). The patient was placed on central rvad for moderate-severe rv dysfunction, chest was left open d/t severe coagulopathy and rv dilation, and patient was transferred to the ICU. On pod # 12, the patient returned to the or for placement of vav ECMO due to progressive right heart failure and refractory cardiogenic shock. On pod #13, the patient expired due to cardiogenic shock, hemoptysis, and respiratory failure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.